Event description:
It was reported that the patient underwent an anterior lumbar interbody fusion surgery l4 to s1 using rhbmp-2/acs on 7/14/2009. The patient's post-operative period was marked by increasingly persistent mechanical back pain and left thigh pain. The patient had a revision surgery on (B)(6) 2013. This surgery consisted of full decompression of the l4 to l5 exiting nerve root and dura to relieve pressure at the previous infuse exposure fusion site. The patient continues to experience radiating pain to the legs and nerve injury and otherwise suffered serious injuries.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2013: the patient was preoperatively diagnosed with cauda equine, emergency paraparesis and underwent following procedures: posterolateral fusion l3-l4. Segmental pedicle fixation l3-l4. Open reduction spondylolisthesis l3-l4. Lumbar laminectomy facetectomy foraminotomy l3-l4. Revision re-exploration l3-l4. Autograft morselized. Closure complex wound. Bmp implant. Exploration of fusion l4-l5-s1 fluoroscopy and closure. As per op-notes" the graft was carefully pushed laterally into the area of transverse processes at l3-l4. An appropriate sized rod was inserted. The rod was inserted on the opposite side in a similar fashion. The remaining bone graft was positioned underneath and lateral to the rod". On (B)(6) 2013, (B)(6) 2014: the patient presented post-operatively, however continues to have pain and symptoms consistent with pre-operative conditions. On (B)(6) 2013: the patient underwent CT scan of the abdomen/pelvis with contrast due to lower abdominal pain. Impression: mild small bowel ileus and mildly increased stool throughout the colon. On (B)(6) 2013: the patient underwent x-ray of abdomen flat and upright. Impression: nonspecific pattern may represent ileus. On (B)(6) 2013: the patient underwent esophagogastroduodenoscopy due to dyspepsia. Impression: hiatal hernia, irregular z line and gastritis. On (B)(6) 2014: the patient underwent CT of chest due to hematuria. Impression: no urinary tract calculus or suspicious mass. No imaging findings to explain the given history of hematuria. Subtle soft tissue standing in the left retroperitoneum at the level of the iliac vessels, possibly related to mild inflammation or scarring from a prior episode of inflammation. On (B)(6) 2014: the patient underwent CT scan of abdomen flat and upright. Impression: nonspecific bowel pattern, no significant change, incidentally noted is fusion at l3-l4. On (B)(6) 2014: the patient presented with continued back pain. The patient was diagnosed with lumbar sprain, spine lumbar fusion, lumbar radiculopathy, lumbar spondylolisthesis, status post posterior spinal fusion and laminectomy, l3-l4. On (B)(6) 2014: the patient underwent CT scan of the pelvis with intravenous contrast due to distension. Impression: prominent feces th roughout the rectum and colon. No obstruction of inflammatory change demonstrated. On (B)(6) 2014: the patient presented for follow up psychiatric evaluation. The patient continue to have pain and pain gets radiated down left more than the upper extremities and numbness down the left more than the right upper extremities. On (B)(6) 2015: the patient underwent CT scan of the lumbar spine with and without contrast. Impression: bulging discs at t11-t12 and t12-l1 without stenosis. Left foraminal herniation at l1-l2 with impingement upon exiting l1 root. Bulging disc at l2-l3 with mild biforaminal stenosis. Patent canal with marked bilateral foraminal stenosis at posteriorly fixated l3-l4 level with facet joint hypertrophy and spinal canal unroofing. Intact posterior fixation instrumentation across the l3-l4 interspace status post removal of prior pedicle screws from l4 and l5. Interbody fusion across l4-l5 interspace with patent canal and mild bilateral foraminal stenosis. Facet joint osteoarthritis. Enhancing soft tissue material in ventral sub-archanoid space impinging upon thecal sac and encasing bilateral s1 roots at the anteriorly fixated l5-s1 level. No canal stenosis. On (B)(6) 2015: the patient underwent anorectal manometry. Impression: normal resting pressure, normal squeezing pressure, somewhat weak abdominal pressure on simulated defecation, abnormally delayed first sensation. On (B)(6) 2015: the patient underwent sagittal and axial sequences of the lumbar spine due to back pain and radiculopathy. Impression: mild to moderate central stenosis with asymmetric left neural foraminal narrowing at l2-l3, mild central stenosis with asymmetric left neural foraminal narrowing at l1-l2 and moderate bilateral neural foraminal narrowing at l3-l4. Postoperative changes throughout the mid to lower lumbar spine with slight exaggerated lumbar lordosis. On (B)(6) 2015: the patient was diagnosed with pelvic floor weakness.

Event description:
It was reported that on (B)(6) 2013 patient underwent chest single view. Impression: linear/sub segmental atelectasis noted within both lungs. No infiltrate suggested.

Event description:
It was reported that on : (B)(6) 2013, (B)(6) 2014, (B)(6) 2015: the patient presented for an initial physiatric evaluation of a work injury sustained on (B)(6) 1994. Examination of lumbar spine: healed scar from t10 through l5-s1. More prominent midline tenderness from l1 through l5-s1 juncture, bilateral para-lumbar tenderness and tightness, bilateral sacro-iliac joint tenderness, positive upper gluteal and piriformis tenderness and tightness noted. Examination of thoracic spine: positive bilateral upper trapezius, levator scapulae and rhomboidal tenderness and tightness noted, midline tenderness from t1 through t12. The patient underwent physical examinations. Impression: status post cervical laminectomy, facectomy at c4-5, c5-6 to full laminectomy at c5, status post lumbar fusion at l4-5 and l5-s1 with recent MRI of the lumbar spine showing post-operative changes at l4-5 and l5-s1 significant central stenosis at l3-4 due to bulging and facet arthropathy with moderate bilateral foraminal compromise and mild central stenosis at l2-3 due to diffuse bulging and small central herniation, status post recent removal of screw, cervical, thoracic and lumbar myofascitis and signs of cervical and lumbar radiculitis. Cat scan of the lumbar spine on (B)(6) 2013 showed abscess of solid posterior bony fusion at l5-s1 with posterior disc protrusion at l3-4, recent "ncv/emg" testing of the upper and lower extremities on (B)(6) 2013 positive for re-innervation due to right c5 radiculopathy, mild left cubical tunnel syndrome, unobtainable h-reflex in the right suggestive of s1 radiculopathy and cervical, thoracic and lumbar myofascitis. Neurogenic bowel and bladder with ileus post-operatively. Bulging discs at t11-12 and t12-l1, new, left lateral herniation at l1-2 with impingement on the exiting l1 nerve root. On (B)(6) 2012: the patient underwent MRI of the lumbar spine without and with contrast due to back pain radiating to the left hip. Conclusion: post-operative changes at l4-5 and l5-s1, foraminal compromise without central stenosis, significant central stenosis at l3-4 due to bulging and facet arthropathy, moderate bilateral compromise, mild central stenosis at l2-3 due to diffuse bulging and small central herniation. On (B)(6) 2012: the patient presented for an office visit with chief complaints of lumbar pain, pain radiating into both lower extremities, burning sensation on the left and right extremities getting extremely worse. The patient underwent physical examinations. Impression: status post cervical lobectomy, facectomy at c4-5 and c5-6, laminectomy at c5, status post lumbar fusion at l4-5 and l5-s1 revision, removal of screw a year ago, cervical, thoracic and lumbar myofascitis and signs of cervical and lumbar radiculitis. A recent MRI report indicated post-operative changes at l4-5 and l5-s1, foraminal compromise at these levels without central stenosis, significant central stenosis at l3-4 due to bulging and face atrophy, there was also moderate bilateral foraminal compromise central stenosis at l2-3 diffuse bulging and small central herniation. On (B)(6) 2013: the patient presented for an initial physiatric evaluation of a work injury sustained on (B)(6) 1998. The patient underwent physical examinations. Impression: status post facial contusion, "tmj" dysfunction, ocular contusions and injuries, left side more than the right, post-traumatic headaches. On (B)(6) 2013, (B)(6) 2014, (B)(6) 2015: the patient presented for an initial physiatric evaluation of a work injury sustained on (B)(6) 1998. The patient underwent physical examinations. Impression: status post facial contusion, "tmj" dysfunction, ocular contusions and injuries, left side more than the right, post-traumatic headaches. On (B)(6) 2013, (B)(6) 2014, (B)(6) 2015: the patient presented for an initial physiatric evaluation of a work injury sustained on (B)(6) 1989. Examination of lumbar spine: healed scar from t10 through l5-s1. More prominent midline tenderness from l1 through l5-s1 juncture, bilateral para-lumbar tenderness and tightness, bilateral sacro-iliac joint tenderness, positive upper gluteal and piriformis tenderness and tightness noted. Examination of thoracic spine: positive bilateral upper trapezius, levator scapulae and rhomboidal tenderness and tightness noted, midline tenderness from t1 through t12. Examination of cervical spine: healed scar from c3 through t2. Mild tenderness from c3 through c7. Bilateral para-cervical tenderness and tightness from c3 through c7. The patient underwent physical examinations. Impression: cervical, thoracic and lumbar myofascitis, history of cervical and lumbar disc disease, signs of cervical and lumbar radiculitis, status post left rib contusion, left hand multiple lacerations, mostly involving the left fourth and fifth proximal phalanx with restriction of the left fourth and fifth fingers, status post recent lumbar fusion surgery at l4-5 and l5-s1, history of cervical laminectomy, facectomy at c4-5, c5-6 to full laminectomy at t5 with cervical straightening with c3-4 through c5-6 disc herniation compressing the right neural foramen impinging on the nerve root to the right c4 and c5, status post lumbar fusion at l4-5 and l5-s1, emg positive for re-innervation due to right c5 radiculopathy, mild cubital tunnel syndrome and un-obtainable h-reflex on the right suggestive of s1 radiculopathy with exacerbation of headaches. On (B)(6) 2014: the patient underwent x-ray of lumbar spine. Impression: status post posterior spinal fusion l3 and l4. Mild straightening of normal curvature. On (B)(6) 2015: the patient presented for an initial physiatric evaluation of a work injury sustained on (B)(6) 1998. The patient underwent physical examinations. Impression: status post removal of membranous area , right eye, status post facial contusion, bilateral "tmj" dysfunction, rule out bony abnormality, ocular contusion, decreased vision, decreased hearing, post-traumatic headaches and rule out intra-cranial injury. On (B)(6) 2015: the patient presented for an initial physiatric evaluation of a work injury sustained on (B)(6) 1998. The patient underwent physical examinations. Impression: status post facial contusion, "tmj" dysfunction, ocular contusions and injuries, left side more than the right, post-traumatic headaches, recent MRI of the brain on (B)(6) 2015 positive for polyp or retention cyst in the right maxillary sinus and mild chronic microvascular white matter ischemic changes.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2013: patient presented for a follow-up visit where patient continues to have pain and symptoms consistent with pre-op conditions. Impression: patient is to attend physical therapy and refrain from any activity that exacerbates symptoms. On (B)(6) 2014, and (B)(6) 2015: patient presented with complaint of continued low back and muscle cramping into buttocks, hip and groin. Diagnosis: lumbar sprain; status post lumbar fusion; lumbar radiculopathy; lumbar spondylolisthesis. On (B)(6) 2014: patient presented with complaint of back pain, neck pain. Diagnosis: lumbar radiculopathy, post laminectomy syndrome; cervical radiculopathy. On (B)(6) 2014, (B)(6) 2015: patient presented with pre-op diagnosis as lumbar spine sprain, radiculopathy. For which patient underwent transforaminal steroid injection ¿ fluoro assist due to indication of conservative management and chronic pain. On (B)(6) 2015: patient reported neck pain with radiation left to right. On (B)(6) 2015: patient presented with complaint of some residual pain, abdominal distention, cramping in abdomen and in bilateral gluteal region. Impression: patient continues to have some residual pain and symptoms consistent with pre-op condition. Referred to pain management for evaluation and treatment.